Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. As stated in the event, the patient stated that prior to surgery she informed both the surgeon and the pre-op staff of her known allergy to blue dyes. Surgeon later disclosed to patient that he had used blue sutures in her implants. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.

Event description:
It was reported that the patient had a modified bronstrom procedure of the left ankle on (B)(6) 2011. Patient states that prior to surgery she informed both the surgeon and the pre-op staff of her known allergy to blue dyes. During surgery, two ar-1934bcf-2 implants were inserted. Surgery went fine but almost immediately after the surgery patient began to experience swelling and discomfort in her ankle. Problems continued and at times the swelling became so bad that occasionally puss would ooze from her ankle incisions. Surgeon later disclosed to patient that he had used blue sutures in her implants. On (B)(6) 2011 patient underwent a second surgery, at same facility, with same surgeon to remove the blue sutures. Surgeon informed patient at that time that all blue sutures were removed. Patient problems continued. On (B)(6) 2013, patient underwent a third surgery with same orthopedic surgeon after surgeon disclosed that he had left one blue suture inside patient to secure the implant. Surgeon informed patient that the final blue suture was removed during this third procedure. Patient continued to have reaction issues and on (B)(6) 2014 patient had a fourth and final procedure with a podiatric foot/ankle surgeon (dpm). Patient states immediately upon beginning surgery, podiatric surgeon located a blue suture which he removed. Podiatric surgeon informed patient he did not locate the implant itself. Patient states that problems subsided almost immediately after removal of the last blue suture. Follow-up investigation: patient provided updated information as follows: in addition to swelling and discomfort patient states she had several infections, including what was diagnosed as a staph. Infection and had to be treated with oral antibiotics. The infection would clear up but return a few weeks after taking the antibiotics. Patient states that the fourth surgery also involved grafting.